Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, no sensing was noted on the atrial lead. The physician attempted to reposition the lead but after multiple attempts, the helix would not retract. The lead was not used and another lead was implanted. The patient was in stable condition.